Event description:
Reporter indicated that vns pt had experienced an increase in seizures since stimulation was initital. It was reported that pre-vns implant, the pt had one seizure per year. The pt has had approximately one seizure per week since initiation of vns therapy and that there had been no recent changes to their drug regimen. Further follow-up revealed that treating neurologist plans to increase vns settings and possibly decrease anti-epileptic medications. Neurologist indicated that the relationship between the vns therapy system and the reported event was unknown. The pt is still with increased seizures.

Event description:
Further follow-up revealed that the patient wants to have the device programmed to off and possibly explanted. Neurologist is considering programming the device to off.

Event description:
Further follow-up revealed that the pt has been seizure free for approximately 4 months. Neurologist indicated that the pt has likey experienced greater benefits from vns therapy than the pt realizes. The cause of the reported increased seizures in unknown due to conflicting information from the pt and neurologist.